Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The alarm log review showed an f-94 (configuration option settings checksum is not 0). Functional testing revealed a damaged power supply and damaged battery. To correct the condition, the power supply and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had would not turn on. This was identified before use. There was no patient involvement. No additional information is available.